Event description:
While inserting needle for a spinal anesthetic, needle broke; pt received general anesthesia and surgical intervention was required to remove the needle." Reportedly, a 1.5 inch piece of the needle was found during an x-ray of the pt's lumbar vertebrae. No additional info was available.